Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of device history records (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The subject device was not returned. So, a device evaluation could not be performed. As the specific lot number for the subject device was not provided. Investigators reviewed a span of lot numbers from the full calendar year prior to the event date of the subject device. This review of those dhrs did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument.¿ as the subject device was not returned and the lot number was not provided, a definitive root cause for this event could not be determined. However, based on similar cases experiencing the same failure, a possible cause could be the introduction of high frequency current to cutting wire. This action would have caused an electrical discharge, possibly compromising the integrity of the wire. Again though, this theory could not be confirmed. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the knife wire on his olympus single-use 3-lumen sphincterotome v broke during a transendoscopic duodenal papilla incision procedure. According to the initial reporter, the damaged knife did not fall into the patient. Reportedly, the user used another-like device to complete the procedure with no harm to the patient.